Event description:
The customer reported that the defib test failed. A charge/shock failure message was noted in the status log.

Manufacturer narrative:
(B)(4). The customer reported that the defib test failed. A charge/shock failure message was noted in the status log. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.